Event description:
Baxter affiliate reports one incident of a blood leak on a new dialyzer at the onset of treatment. This was noted by a blood leak alarm and confirmed with hemastix. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.